Event description:
Complainant alleged that the medics were attending a pt who was complaining of general weakness and who had an elevated temperature of 102 degrees. The pt seemed dehydrated and pt indicated that they had not been eating or drinking all day, and that they had been sitiing in a warm house with a temperature of 90 plus degrees. The monitoring of the pt's heart rhythm determined that the pt was presenting an atrial fibrillation heart rhythm. The complainant indicated that at some point during pt treatment, the device display disappeared except for a green dot, the pt was transported to the hosp. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.